Event description:
Customer stated that unit was purchased for her fiancé as a gift. Claims unit caused extensive gingival recession which resulted in the need for him to have surgery from a specialized periodontist. She is requesting financial compensation as a result.